Event description:
Medtronic rep reported that while navigating in surgery, the software exited to the log in screen. They were able to log back into the software and complete the case. The case continued without impact to the patient. Medtronic navigation received a medwatch form (dated (B)(4), 2010) from the facility containing add'l info. It has not been determined whether this product problem could result in patient harm if it were to recur.

Manufacturer narrative:
Medwatch form from site indicated that the pt identifier is confidential. Info was not provided by site. Add'l attempts to get this info will be made. Filing as a result of new info provided on (B)(4), 2010 which alleged a 15 minute delay to surgery occurred.